Event description:
Broken tibia and fibula 2010. Titanium rod with hardware at knee and ankle to secure rod. Developed severe infection several months after insertion and body rejected hardware causing a severe reaction. Hardware removal 2013. Implanted rod continue to cause problems. At the site of infection a large area of skin discoloration. My leg is unable to tolerate coldness, such as cold water, winter coldness, etc. I have also developed other symptoms which have led me to consider either rejection or possible positing associated with the inserted rod. Hardware removal (B)(6) 2013 from severe reaction supposedly caused from metal screws used to secure rod. Developed pernicious anemia, severe body aches and pains not previously afflicted with.